Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, dark ring, red particles material was found on the shell/gel and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nicks in the side posterior assessed as surgical impact opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with non-allergan brand.